Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator and had early battery depletion. It was also noted that the early battery depletion may be due to high left ventricular (lv) lead thresholds. It was further reported that the lv lead caused diaphragmatic stimulation. The device was explanted and replaced and the lv lead remains in use. No further patient complications have been reported as a result of this event.